Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified while the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged touch screen issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the pump touch screen was unresponsive. It was also reported that an unexpected reset occurred. Customer¿s blood glucose was 210 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.